Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was initially reported that the recharger would not recharge the implantable neurostimulator (ins). The recharger was replaced and reprogramming was performed. There were no patient symptoms or complications associated with the event and the patient was alive with no injury. Additional information indicated after recharger replacement the patient was still unable to recharge with any device.